Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service due to a fracture. The patient was receiving inapproppriate shocks. A new rate sensing lead was implanted.